Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. Heavy tissue and charred material were observed on the jaws. The silicone insulation on the cold jaw was partially torn away from the tip with no detachment. The heater wire was observed to be slightly flexed away from the center of the hot jaw. The heater wire remained attached at the tip and at the base of the hot jaw. No other failures were observed. Based on the condition of the device as found, the reported failure mode ¿peeled; jaw¿ and analyzed failure mode ¿material twisted/bent; wire" were confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. During the mid-portion of the vein harvest, hospital noticed an anomaly in the jaw of the device. Upon inspection they found that the plastic seemed splintered. Hospital reported no deviation from recommended harvesting techniques. Fearing the product would leave behind foreign material in the patient, they opened another harvesting kit and completed the vein harvest without incident. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. During the mid-portion of the vein harvest, hospital noticed an anomaly in the jaw of the device. Upon inspection they found that the plastic seemed splintered. Hospital reported no deviation from recommended harvesting techniques. Fearing the product would leave behind foreign material in the patient, they opened another harvesting kit and completed the vein harvest without incident. The hospital did not report any patient effects.